Event description:
It was reported that a mobi-c patient has two mobi-c implants installed and started experiencing the same pre-operative symptoms on the right side approximately 6 months post-operatively after hearing a "pop". According to the patient, the surgeon mentioned something about installing the wrong sized implants. The patient will not return to the same physician and it is not clear if the patient is seeking any medical attention. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors relating to the "pop" noise the patient reported. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2023-00079.

Event description:
It was reported that a mobi-c patient has two mobi-c implants installed and started experiencing the same pre-operative symptoms on the right side approximately 6 months post-operatively after hearing a "pop". According to the patient, the surgeon mentioned something about installing the wrong sized implants. The patient will not return to the same physician and it is not clear if the patient is seeking any medical attention. This is report two of two for this event.

Manufacturer narrative:
Corrections in b5, d1, d4: catalog # and lot #, and g1. Additional information in d4: expiration date and UDI number, h4, and h6: clinical signs, component, investigation type, and findings. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient has two mobi-c implants installed and started experiencing the same pre-operative symptoms on the right side approximately 6 months post-operatively after hearing a "pop". According to the patient, the surgeon mentioned something about installing the wrong sized implants. The patient will not return to the same physician and it is not clear if the patient is seeking any medical attention. The patient also claims that he is unable to tilt his head to the left and he feels like one or both of the discs are loose, allowing them to come out of alignment and that could be why he is unable to tilt his head. This is report two of two for this event.